Manufacturer narrative:
The lens remains in the patient's eye; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot (7473702) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
It was reported that the lens was noted decentered and stuck in retained cortex of the patient's right eye, approximately one week post implant. The lens was rotated 90 degrees from the original implant position to the 12 and 6 o'clock position. According to the surgeon, zonular dehiscence caused the haptic to get caught up in the bag. The prognosis was reported as "lens appears to be in the correct vault position". The surgeon will continue to monitor the patient.